Manufacturer narrative:
Not applicable.

Event description:
A us distributor contacted zoll to report that the patient developed a broken skin irritation from the ucor hfams patch. The patient described the area as a red and itchy rash that is broken. There was no alleged device malfunction contributing to the irritation. The patient's physician advised to clean the area and apply antiseptic for the skin irritation. Patient reported that the irritation is getting better.